Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The company representative reported that the vibrate function for the insulin pump does not work. The blood glucose reading was unknown. A self-test was performed and the insulin pump does not vibrate. The customer attempted changing the battery, but the issue was not resolved. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump failed the self-test during the vibrator test. The insulin pump was unable to vibrate due to broken vibrator red wire. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.